Manufacturer narrative:
The customer reported event of thermogard ivtm console (sn (B)(4)) was not confirmed during functional test nor archive data. There were no device deficiencies found during the evaluation of the thermogard console, which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed on the thermogard console. The thermogard xp ivtm console passed initial functional testing without any fault or error. The power cord and the power module were inspected and there was no physical damage found. The customer reported event could not be reproduced. Performed functional, calibration and electrical test, the thermogard console functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that during start up the ivtm thermogard system turned off. Customer used a second ivtm system to continue treatment without delay. No consequences or impact to patient.